Event description:
It was reported that an asymptomatic patient presented in the operating room for normal eri change out. The physician observed externalized conductors through fluoroscopy. The electrical function of the lead was tested with no anomalies detected. The lead was capped and replaced. The patients status is normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.